Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the left ventricular (lv) lead exhibited a high capture threshold. Fluoroscopy confirmed the lv lead had micro dislodgement. The lv lead was explanted and replaced. The patient was stable throughout.